Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The broken connecting screw was not returned for inspection. The lot number is unknown, therefore a review of the device history record could not be completed.

Event description:
During a dhs blade procedure, upon the tube plate insertion in the blade shaft portion, the dhs blade insertion handle rotated dripping out. It was noticed that the tip of the thread part of the connecting screw had broken. When removing the dhs blade, the connecting screw was broken inside the blade and remained. The blade was replaced and the operation was performed without problem. This is report 1 of 1 for (B)(4). This complaint is for an unknown screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original date of awareness: (B)(6) 2011.